Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 254130001, implanted: (B)(6) 2010, product type: accessory; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v526048, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v508855, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had yet to find a neurologist to make the therapy work. The patient was suffering from psychosis, specifically hallucinations and paranoia, and was in a psych hospital at the time of the report. The reporter was not sure if this was related to the implantable neurostimulator (ins), but it started about a year after implant. The reporter had been talking to the psychiatrist about if it was a combination of the patient¿s medication and the stimulation; the reporter had read online where someone had to adjust the medication and therapy to remedy this issue. The reporter intended to get the psychiatrist and neurologist together to discuss the patient¿s therapy. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.